Event description:
The managing hcp reported that the patient had experienced bilateral leg pain since the initial system was implanted on (B)(6) 2010 and the catheter was pulled down one vertebral level already in the past without any response as well as a catheter dye study which was normal. The clinician also tried programming different doses of daily infusion rates to no avail. Surgical intervention was done on (B)(6) 2013. The implanting/managing physician pulled the tip of the catheter from its existing level of t7 down to t10, the excess catheter was coiled up in the spinal incision site and the existing v-wing anchor was used. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid and bupivacaine.

Event description:
Additional information later reported no device related problems, simply attempt to improve therapy by changing catheter tip location.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).